Event description:
(B)(4), lot # 12167ae2 was found to be activating when no one was depressing the trigger. The device was saved and turned over to risk management. Stryker was made aware of the issue. Biomed did an electrical safety check of the unit.